Manufacturer narrative:
Block b3: exact date unknown, event occurred within the past few months from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the physician placed additional leads and replaced the ipg to accommodate the additional leads. The patient was doing well postoperatively. The explanted product was discarded by the facility.